Event description:
This is a spontaneous case report received from a lawyer in united states on 13-oct-2016 on behalf of an adult female plaintiff of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006 for permanent birth control. After the implant, she began suffering from uncontrolled heavy bleeding, thinning hair, hair loss, headaches, pain during intercourse, abdominal pain, and fevers. In (B)(6) 2012, she underwent surgical removal of one essure device and for a left salpingectomy. In 2016, she underwent a second surgery for the removal of the remaining essure device and for a right salpingectomy. Following each surgery for the essure device removal and salpingectomy; she suffered a painful post-operative recovery. She had to take leave from work to recuperate from her two surgeries. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced abdominal pain and uncontrolled heavy bleeding (seen as genital bleeding). About 6 years after insertion, she underwent surgical removal of one essure device and for a left salpingectomy. About 10 years after insertion, a second surgery for the removal of the remaining essure device and for a right salpingectomy was performed. Abdominal pain and genital bleeding are considered anticipated events in the reference safety information for essure and may occur with essure therapy. Based on their nature and lack of alternative explanation, causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced abdominal pain and uncontrolled heavy bleeding (seen as genital bleeding). About 6 years after insertion, she underwent surgical removal of one essure device and for a left salpingectomy. About 10 years after insertion, a second surgery for the removal of the remaining essure device and for a right salpingectomy was performed. Abdominal pain and genital bleeding are considered anticipated events in the reference safety information for essure and may occur with essure therapy. Based on their nature and lack of alternative explanation, causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain") and genital haemorrhage ("uncontrolled heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding in 2005, urinary retention and renal failure. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pyrexia ("fevers"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In april 2012, the patient experienced the first episode of procedural pain ("painful post-operative recovery (first surgery)"). In 2016, the patient experienced the second episode of procedural pain ("painful post-operative recovery (second surgery)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and the second episode of dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgical removal of coils ¿ left salpingectomy on (B)(6)2012 and right on (B)(6)2016) . Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, migraine, headache, pyrexia, alopecia and vaginal haemorrhage had resolved and the genital haemorrhage, the last episode of dyspareunia and the last episode of procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage, headache, menorrhagia, migraine, pyrexia, vaginal haemorrhage, the first episode of dyspareunia, the first episode of procedural pain, the second episode of dyspareunia and the second episode of procedural pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion on (B)(6)2012 removal of left coil and left salpingectomy and on(B)(6)2016 removal of right coil and right salpingectomy quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporters, historical conditions, essure removal dates (B)(6) 2012 and(B)(6)2016, events ( abnormal bleeding (vaginal, menorrhagia); migraines, headaches; dyspareunia (painful sexual intercourse) were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.